Event description:
It was reported that the patient presented with an unknown infection. The patient underwent a total ankle system removal procedure. The infection is still active.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report. Device was discarded.

Manufacturer narrative:
The reported event could be confirmed, based on available medical records and health care professionals. The device inspection was not possible as the product was not returned for investigation. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. No indications of material, manufacturing or design related problems were found during the investigation. A review of the labeling did not indicate any abnormalities. The instructions for use instructs user that: ¿intraoperative and early postoperative complications can include: 8) deep wound infection (early or late) which may necessitate removal of the prosthesis. On rare occasions, arthrodesis of the involved joint or amputation of the limb may be required. ¿ formal medical opinion was sought from an experienced independent medical expert and he opined below: ¿the tar components forming the device have been explanted because of an infection, the components were replaced by a hand-made cement-spacer. Since the device was not retrieved, and it is not present on the revision CT, their state cannot be assessed.¿ ¿without further information, we may assume that the cause of the infection is patient-related and/or procedure related, not-device related, until proven.¿ more detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. If device is returned or any further information is provided, the investigation report will be reassessed.

Event description:
It was reported that the patient presented with an unknown infection. The patient underwent a total ankle system removal procedure. The infection is still active.